Manufacturer narrative:
The target nodule was in the right upper lobe and about 1.6 centimeters in size. Instruments used during the procedure included a 21g flexision biopsy needle and a compatible forceps. The biopsy results identified benign granulomatous inflammation. A review of the site's ion system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer on 10-oct-2023. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly developed a pneumothorax which required chest tube placement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly developed a pneumothorax which required chest tube placement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report. Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. System log review: on 05-jan-2023, per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. Isi reviewed the site¿s complaint history which revealed no additional complaints related to this event. No video/images were provided by the customer for review. Pneumothorax is a common complication for lung biopsies. It usually requires an integrity breach of the outer lining of the lung (e.g., needle puncture), which allows air to enter the pleural space, which may lead to a lung collapse. The probability and risk for pleural puncture through the endoluminal route increases with the lesion¿s proximity to the pleura. Risk of pneumothorax is included within the risk management report (1024225-01) for the ion system. The occurrence and severity of the complication is deemed to be acceptable, per the risk documentation. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. This complaint is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly developed a pneumothorax which required chest tube placement.